Event description:
It was reported, that the patient presented for an unrelated procedure. And when fluoroscopy was performed, the right ventricular (rv) lead was noted, to be in a poor position on the rv free wall. In addition, an externalized conductor was noted, just proximal to the rv defibrillation coil. A defibrillation test was performed, which failed to rescue the patient. The patient was successfully rescued externally. The rv lead was capped and replaced. The patient was stable before, during, and after the procedure.